Event description:
It was reported that while supporting a patient implanted with an impella 5.5 the automated impella controller (aic) generated a battery low alarm. The aic was plugged into multiple outlets until the alarm resolved. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report was submitted in error using the wrong device serial number and incorrect dates. A new initial report has been opened with MDR reference # 1220648-2025-46934. This report should be disregarded.